Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('claiming perforation: uterus/partial perforation at coronal region'), fallopian tube perforation ('right tube area of perforation elevated'), device breakage ('there may be a piece of coil left in the coronal aspect of the uterus, impossible to tell if the entirety of coil was removed.'), device dislocation ('migration/migration of essure device: bowel flat') and genital haemorrhage ('general abnormal bleeding') in a 43-year-old female patient who had essure (batch no. C95076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "approximately 3cm piece looked like it had torsed". The patient's concurrent conditions included celiac disease, hyperlipidemia, hypertension, kidney stones, type 2 diabetes mellitus, gerd and hypothyroidism. Concomitant products included acetylsalicylic acid (aspirin), aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), atorvastatin, celecoxib (celebrex), citalopram, clonazepam, diphenhydramine, docusate, duloxetine, empagliflozin, esomeprazole, estradiol, gabapentin, hydrocodone bitartrate;paracetamol (norco), liothyronine sodium (cytomel), medroxyprogesterone acetate (depoprovera), metformin;sitagliptin, nabumetone (relafen), nsaids, olmesartan, omeprazole magnesium (prilosec), ondansetron (zofran melt), paracetamol (acetaminophen), paracetamol (tylenol), promethazine, sucralfate, topiramate (topamax) and tramadol hydrochloride (ultram ER). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain\ pelvic"), depression ("psych injury/depression"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), anxiety ("anxiety") and back pain ("back pain"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 10 months after insertion of essure. On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypothyroidism ("autoimmune diagnosed: hypothyroidism"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (bilateral salpingectomy, laparoscopic, removal of essure, removal of left coil migrated to bowel fat and salpingectomy (bilateral removal of fallopian tubes), surgical removal of left coil). At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, device dislocation, depression, vaginal haemorrhage, menorrhagia, migraine and anxiety outcome was unknown, the genital haemorrhage, hypothyroidism, pelvic pain, abdominal pain, dysmenorrhoea, headache and nausea had resolved and the back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, hypothyroidism, menorrhagia, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain- pelvic/ abdominal, dysmenorrhea (cramping), autoimmune diagnosed: hypothyroidism, migration, perforation: uterus, headaches, nausea. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: successfully occluded. Not occluded. L inner coil is distally curled. May be partially out of tube but still occluded; on (B)(6) 2015: left micro insert is not in the tube. However, the left tube is occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : essure coil displaced/migration of her iud into the abdominal cavity/left fallopian occlusion device has migrated external to the left fallopian tube concerning the injuries reported in this case, the following ones were described in patient¿s medical records : fallopian tube perforation, device breakage, device physical property issue. Batch no c95076 production date 2014-08-15 expiration date 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('claiming perforation: uterus/partial perforation at coronal region'), fallopian tube perforation ('right tube area of perforation elevated'), device breakage ('there may be a piece of coil left in the coronal aspect of the uterus, impossible to tell if the entirety of coil was removed.'), device dislocation ('migration/migration of essure device: bowel flat') and genital haemorrhage ('general abnormal bleeding') in a 43-year-old female patient who had essure (batch no. C95076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "approximately 3cm piece looked like it had torsed". The patient's concurrent conditions included celiac disease, hyperlipidemia, hypertension, kidney stones, type 2 diabetes mellitus, gerd and hypothyroidism. Concomitant products included acetylsalicylic acid (aspirin), aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), atorvastatin, celecoxib (celebrex), citalopram, clonazepam, diphenhydramine, docusate, duloxetine, empagliflozin, esomeprazole, estradiol, gabapentin, hydrocodone bitartrate;paracetamol (norco), liothyronine sodium (cytomel), medroxyprogesterone acetate (depoprovera), metformin;sitagliptin, nabumetone (relafen), nsaids, olmesartan, omeprazole magnesium (prilosec), ondansetron (zofran melt), paracetamol (acetaminophen), paracetamol (tylenol), promethazine, sucralfate, topiramate (topamax) and tramadol hydrochloride (ultram ER). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain\ pelvic"), depression ("psych injury/depression"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), anxiety ("anxiety") and back pain ("back pain"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 10 months after insertion of essure. On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypothyroidism ("autoimmune diagnosed: hypothyroidism"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (bilateral salpingectomy, laparoscopic, removal of essure, removal of left coil migrated to bowel fat and salpingectomy (bilateral removal of fallopian tubes), surgical removal of left coil). At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, device dislocation, depression, vaginal haemorrhage, menorrhagia, migraine and anxiety outcome was unknown, the genital haemorrhage, hypothyroidism, pelvic pain, abdominal pain, dysmenorrhoea, headache and nausea had resolved and the back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, hypothyroidism, menorrhagia, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain- pelvic/ abdominal, dysmenorrhea (cramping), autoimmune diagnosed: hypothyroidism, migration, perforation: uterus, headaches, nausea . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: successfully occluded. Not occluded. L inner coil is distally curled. May be partially out of tube but still occluded; on (B)(6) 2015: left micro insert is not in the tube. However, the left tube is occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : essure coil displaced/migration of her iud into the abdominal cavity/left fallopian occlusion device has migrated external to the left fallopian tube concerning the injuries reported in this case, the following ones were described in patient¿s medical records : fallopian tube perforation, device breakage, device physical property issue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs and mr received. Reporter information added. Lot number, medical history, concomitant drug, lab data added. Event : abnormal bleeding (vaginal), menorrhagia, migraines, anxiety and mental anguish, back pain, left essure coil was completely out of the tube and was posterior to the uterus sitting in bowel fat,right tube area of perforation elevated,were able to remove the remainder of the coil/there may be a piece of coil left in the coronal aspect of the uterus,approximately 3cm piece looked like it had torsed added. Event psych injury were updated as psych injury/depression we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('claiming perforation: uterus'), device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypothyroidism ("autoimmune diagnosed: hypothyroidism"), pelvic pain ("physical pain\ pelvic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), headache ("headaches") and nausea ("nausea"). At the time of the report, the uterine perforation and psychological trauma outcome was unknown and the genital haemorrhage, hypothyroidism, pelvic pain, abdominal pain, dysmenorrhoea, headache and nausea had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, headache, hypothyroidism, nausea, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: received treatment for pain- pelvic/ abdominal, dysmenorrhea (cramping), autoimmune diagnosed: hypothyroidism, migration, perforation: uterus, headaches, nausea diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events- abdominal pain, dysmenorrhea (cramping), general abnormal bleeding, hypothyroidism, perforation: uterus, headaches, nausea were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.